Event description:
The pt was implanted with bone source on 10/5/96. Two days postoperative, a small lump wasobserved at the inferior aspect of the incision. The lump was asymptomatic and was surgically removed under local anesthetic. The lump was confirmed to be bone source, however, due to the nature of the procedure, it is not known whether the material was placed there or whether it migrated. There was no other adverse effect to the pt and the implant site looks normal.